Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -7.50/2.00/90 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced excessive vaulting. Intraoperatively the lens was removed. On (B)(6) 2023 a replacement lens of the same length but different axis was implanted and this resolved the problem. The cause of the event was reported as a patient related factor with device causality.